Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffers from pelvic pain, leg pain, urinary incontinence and urinary retention. The patient also suffers from fecal incontinence, nocturia, bloating, infections and dyspareunia. On (B)(6) 2012, the patient underwent additional surgery to remove the mesh. The physician observed large amounts of scar tissue where the mesh had been implanted. All other information is unknown and unavailable.